Event description:
It was reported on (B)(6) 2012, that the pt thinks the infusion device insulin delivery is inaccurate. His blood glucose has often been elevated as high as 250-300 mg/dl since (B)(6). His normal blood glucose range is 120-140 mg/dl. The pt has sometimes noticed air-bubbles in the insulin cartridge. After removing the air-bubbles making a correction with the infusion device is often unsuccessful. The pt has lost trust in the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.